Event description:
A company representative reported that the tip of an aleutian tlif ii straight inserter inner shaft fractured intra-operatively. The procedure was completed successfully with no surgical delay and no adverse consequence to the patient.

Manufacturer narrative:
Additional data: b5, d4, d9, h3, h4. H6: coding has been updated to reflect investigation conclusion.

Event description:
A company representative reported that the tip of an aleutian tlif ii straight inserter inner shaft fractured intra-operatively and upon inspection of the returned device, it was also observed that the proximal threads have deformed.